Event description:
It was reported that the pt's pump was malfunctioning and would work "one day and not the next." The drug used in the pt's pump not reported. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).